Manufacturer narrative:
Literature citation: halim, jonathan, tavernier, rene, debonnaire, philippe. A pilot with a helicopter in the left atrium: a case report of an embolized watchman device. European heart journal. Case reports (2020) 4, 1-4. B3: date of event - estimated as (B)(6) 2020 as the date of event is unknown but the journal was published in 2020. D6a: implant date - estimated as (B)(6) 2020 as the date of implant is unknown but the journal was published in 2020. D6b: explant date - estimated as (B)(6) 2020 as the date of explant is unknown but the journal was published in 2020.

Event description:
It was reported via social media that a device embolization occurred. It was further confirmed via literature that a device embolization occurred relating this event in the country of belgium. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The closure device was noted to have embolized from the laa. The device was snared percutaneously using a double snaring technique. No complications were reported. It was further reported via literature that due to the limited depth of the laa, a 21mm watchman laa closure device was implanted. While monitoring the closure device position with transesophageal echocardiography (tee), the closure device was seen turned sideways, and embolized around the left atrium. After successfully lassoing the closure device, the closure device could not retract into a steerable 14f transseptal sheath as the closure device refused to collapse. Two long coronary guidewires were used to create a double snare basket. Upon recapturing the closure device with one of the snares, the closure device was able to be collapsed with the second snare and retracted into the 14f transseptal sheath. The patient was asymptomatic at one month follow up and was still in sinus rhythm.

Manufacturer narrative:
Date of event: estimated as (B)(6) 2021 as the date of event is unknown. Implant date: estimated as (B)(6) 2021 as the date of implant is unknown. Explant date: estimated as (B)(6) 2021 as the date of explant is unknown.

Event description:
It was reported via social media that a device embolization occurred. A left atrial appendage (laa) closure procedure was performed and a watchman flx laa closure device was implanted. The closure device was noted to have embolized from the laa. The device was snared percutaneously using a double snaring technique. No patient complications were reported.